Event description:
The reporter stated that the surgeon inserted an aa4203tl single piece silicone lens with toric optic and the lens tore. The lens was removed and another lens was inserted. A suture was required to close the wound.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that one lens haptic along with part of the lens optic is torn off and missing and there is a tear in the remaining part of the lens optic that goes into the other lens haptic. Clear surgical residue/debris on the product. Conclusion: (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.